Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the hospital and not returned to the manufacturer. Information provided stated that it was not implant failure. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "revision of a duracon knee which was implanted in 2003. The reason was a loose femoral comp. Replaced femoral comp with a triathlon ts femur. The tibial comp. Was in good shape."